Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 12fcc13, product type: sheath; product ID 900311, product type: integrated dilator/needle; product ID: afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the cryotherapy system, a massive tamponade occurred after the ablation of the left superior pulmonary vein (lspv). The procedure was aborted. The patient was not under general anesthesia. A sternotomy was required in the electrophysiology (ep) lab as a medical intervention to prevent permanent impairment. During the sternotomy, a hole was observed in the left atrial appendage. The hole in the left atrial appendage was treated surgically by a thoracic surgeon. This event led to an extended hospitalization for the patient. Although the patient did not sustain a permanent injury, the sternotomy required time to heal. No further patient complications have been reported as a result of this event.